Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the cartridge chemistry (cc) sample wash vacuum valve and rebuilt both compressors. Repairs were verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that they observed "bubbles" and fluid in the wash collar of the unicel dxc 600 pro synchron clinical system close to the bottom edge of the collar. No erroneous results were generated.